Event description:
Event description guidant received information that this pacemaker was explanted because it is part of the c2 capacitor advisory population. On june 23, 2006, guidant issued a physician communication regarding the failure of a low-voltage capacitor from a single component supplier. This may affect certain devices from specific manufacturing lots, and it may device malfunction, including intermittent or permanent loss of therapy, or premature battery depletion. Another pacemaker was implanted during the procedure. Additionally, the right ventricular lead had dislodged, and as a result it was successfully repositioned during the procedure. No adverse patient effects were reported.